Event description:
It was reported that a lead integrity alert (lia) alert was received for the right ventricular (rv) lead. Fluoroscopy revealed the rv lead had been pulled back into the atrium, resulting in the atrium pacing the heart. It was further reported that the rv lead was oversensing p waves, and that t-wave oversensing (twos) was also observed. Short interval counts (sic) were over one thousand. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The analyst noted: lifetime v-sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for nst and v-sic. There are 2 "lfp" events of <(><<)> 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).